Event description:
Per the surgeon, the device was explanted in 2008, due to the skin flap necrosis, inflammation and device extrusion. Reimplantation surgery is planned, but had not been scheduled as of the date of this report, the following month.

Manufacturer narrative:
This is a final report filed. This type of event is addressed in the device labeling.